Event description:
It was reported that while attempting to disable the device prior to a surgical procedure, the device was found to be in hardware reset mode. Hence, the device was replaced. Undersensing was noted on the lead during the surgical procedure. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.